Event description:
It was reported the patient presented to the emergency department with complaints of syncope. The remote transmission revealed under sensing on the ventricular lead. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).